Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation htr-pmi gobien right frontal sphenoid parietal temporal implant, catalog #: pm620463, lot #: 810250; unknown manufacturer screws, catalog #: ni, lot #: ni. Therapy date: unknown. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00603.

Event description:
It was reported a revision due to an infection was performed. The implants were removed during the revision. The infection occurred after surgery during rehabilitation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
These parts were removed in a revision due to infection; therefore the complaint is considered confirmed. Limited information was provided, but the sales associate stated there was nothing wrong with the implants. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician reports being provided. For these reasons, the most likely underlying cause of the complaint cannot be determined. In the instructions for use (IFU) for this product in the section titled possible adverse effects: while rare, implantation of foreign materials may result in sensitivity reactions. Peripheral neuropathies have been reported in conjunction with surgical procedures involving implantation of various types of devices. Subclinical nerve damage occurs more frequently, usually as a result of surgical exposure/trauma. Htr polymer implants can loosen or migrate due to loss of fixation or trauma. Infection can lead to failure of the procedure. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00603-1.

Event description:
This follow-up report is being submitted to relay additional information.